Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On (B)(6) 2022, the patient reported that while sitting, the infusion set's tubing came apart from the tubing connector. The site location was patient's abdomen, and the pump was in the right pocket. The infusion had been used for one day. Reportedly, the patient was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.